Event description:
It was reported that during a laparoscopic low anterior resection the device leaked air each time an instrument went in and out of it. The device was replaced. There was no pt injury, but a delay was caused in the procedure. Additional info was requested, but no additional info was provided. A f/u report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the obturator inserted into the sleeve. When separated, the bi-leaflet seal was malformed. When the obturator is left inside the sleeve for long periods of time, material deformation occurs. Upon eval the sleeve showed signs of leaking. The device history record was reviewed and no discrepancies were noted.